Manufacturer narrative:
Initial reporter is synthes sales representative. Device history: part: 03.501.080, lot: l131082, manufacturing site: (B)(4). Release to warehouse date: 29.sep.2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The customer reported the trigger mechanism was not working. The repair technician reported the instrument was binding and required lubrication. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 1-nov-2018 and will be returned to the customer upon completion of the service and repair process. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) application instrument for sternal zipfix trigger mechanism was not working. It is unknown when the issue was observed. It is unknown if there was a surgical procedure or patient involvement. This report is for one (1) angled cannulated screwdriver. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on an unknown date, one (1) application instrument for sternal zipfix trigger mechanism was not working. It is unknown when the issue was observed. There were no surgical procedure and patient involvement. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.